Event description:
As reported by the user facility: customer states that "pt reported something dripping from the IV tubing. Upon nurse checking the IV tubing, the check valve area was slowly dripping. Pt was receiving from the infusion rituxan at the time. The infusion was stopped. The chemo was returned to the pharmacy. The leaking infusion was cleaned up." The customer did not clarify the area of the leak on the tubing. The sample was discarded. This incident happened on (B)(6) 2012. No pt injury.

Manufacturer narrative:
The actual device involved in the reported incident was not returned for eval. Without the actual sample or lot number, a thorough eval could not be performed. A historical review of the customer complaint database revealed no other reports of this nature against this catalog number. Based on the investigation, no conclusions can be made regarding the case of the event.